Event description:
A report has been received from a pt who reported she was resetting up the cycler. There is no sample. There is no report of pt ill effect.

Manufacturer narrative:
Device history record review: one complaint has been received for this symptom code on this lot/batch. Sample analysis: no sample was received or available for an eval. Conclusion: the reported complaint is unconfirmed. Event data will be trended per quality data analysis procedure.